Manufacturer narrative:
Three devices were received for evaluation. The lot numbers of the sets could not be confirmed as only the drain bags were received. Two of the samples were analyzed and found the stopcock was disconnected from each of the two drain bags. The cause of the condition could not be determined for this event. Visual inspection of the third drain bag showed there was an external leak at the level of the drain bag, near the stopcock. A potential cause for the event was determined to be re-use of the single use bag. Leakage from the drain bag can occur when the bag is filled and emptied several times. Per the instructions for use provided with this device, the prismaflex sets and all the provided accessories within the sets, including the drain bags, are single use products. Once the drain bag is filled, it should be discarded and not re-used. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. The reported condition was verified for this event. The cause of the condition could not be determined for this event. A nonconformance has been opened to address this issue. A batch review was conducted for all three reported lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with three units of prismaflex m150 sets, external leakage from drain bags were observed. It was reported the patient was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.